Event description:
It was reported that the device was explanted. The implant duration is unk. It was additionally reported that a second device, model #2700, was explanted, which is not a reportable device. No further details were provided. Info learned from implant pt registry. It was additionally reported that a second device, model #2700, was explanted, which is not a reportable device.

Manufacturer narrative:
Device not returned.